Manufacturer narrative:
Eval: results: visual inspection of the returned product found pieces of the lens optic torn off and missing. One haptic was torn. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated as the surgeon was inserting an aa4203tl toric silicone single piece lens, he felt the iol was not ejecting properly. The injector was removed from the eye before the lens was totally ejected but the iol did touch the pt's eye. A tear was noted upon inspection of the lens after removing it from the cartridge. Another lens of the same power was implanted. There was no injury to the pt, no enlarged incision or sutures.